Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the my patients list was loading slowly. A technical support specialist confirmed with customer user faced application was loading slowly. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device application performance was very degraded and impacting dispensing. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.